Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a patient's ncp pulse generator was replaced due to battery end-of-service. The explanted generator was returned to manufacturer for product analysis confirmed the end-of-service condition of the generator. Final electrical testing found the r35 resistor to be out of specification. Once the resistance was reselected, electrical testing yielded results within normal limits. It was additionally identified that this resistor had minimal impact on battery longevity.